Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform the displacement test, occlusion test, and dat. The pump passed the rewind test, prime/seating test, basic occlusion test, and force sensor test. Pump fails self test due to pump error 63. The history/trace downloads were successful using thus. The following alarms/alerts were noted on event date: pump error 63 alarm on 07/21/2022 09:10:27.000 with variable 03 and 6 no delivery alarms starting on 05/12/2023 03:05:42.000. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 2 no delivery alarm during bolus: starting on 05/12/2023 03:05:42.000 ending on 05/13/2023 07:52:38.000. 4 no delivery alarm during basal: starting on 05/14/2023 14:31:00.000 ending on 05/15/2023 14:05:00.000. Keypad overlay was peeled and keypad traces were inspected. Found cracked solder joints at pin 1 and 6 on ic u1. Test p-cap does not lock properly into the reservoir compartment due to missing retainer ring. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The following were noted during visual inspection: battery tube threads - cracked, missing o-ring (reservoir tube), stained keypad overlay, detached retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, faded/stained serial number label. Cosmetic damage was confirmed at the retainer ring. Unable to confirm alleged high bg. Pump error 63 confirmed due to cracked solder joint. Unable to confirm insulin flow block alarm due to missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated.  Further information will follow once the analysis has been completed.  No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump's retainer ring. Troubleshooting was performed and found that there was a crack on the reservoir compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.